Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced eight infusion sets insulin flow blocked alarm events on 25-feb-2026. The patient experienced low blood glucose, which was corrected with food and drink. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) -.MDR 3003442380-2026-04580 - device 5 of 8.